Manufacturer narrative:
Gtin number for item: mp5302-c, lot: 17028029 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when priming the extension set with ns the tubing leaked at the connection and coming from the patient. There was no patient harm.

Manufacturer narrative:
Gtin for item: mp5302-c, lot: 17018037 is (B)(4). The customer¿s report that the tubing leaked at the connection was confirmed. During visual inspection it was noted that the base portion of the set¿s maxplus valve was bent and not seated completely into the valve¿s female luer adaptor threads. Functional and pressure testing confirmed leaking from that engagement. Dimensional analysis was performed and the female luer adaptor was bent and protruded out an additional 0.1000 inch. The root cause of the gap at this location was identified as the maxplus and female luer components being incorrectly bonded during the manufacturing process.

Event description:
The customer reported that after starting the IV the user connected the extension set to the IV catheter and flushed the line with saline. Leaking was noted at the connection. The user ensured the connection was tight; however, the leaking continued. There was no patient harm.